Event description:
It was reported that the patient passed away due to sepsis. Following the family's decision to implement a do not resuscitate (dnr) order, life-sustaining systems were withdrawn on (B)(6) 2025. The patient expired shortly thereafter. The outcome was not device or therapy related. An autopsy was not performed. The pump was not explanted and was not returned.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.